Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set tubing came apart. Insertion site was reported to be abdomen. In relation to the site the pump was located on the same side where the set was located. Location of detachment was reported to be quick release. The set had been in use for 6 days. Patient was advised to change the set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.